Event description:
Ekos catheter ultrasound tip failed while in use in the patient. Per the manufacturer, the catheter can still be used to infuse medications. However, the ultrasound portion is not functioning. Will keep catheter to return to manufacturer after it has been removed from patient.